Event description:
End user reported this to his "(B)(6)" (health care service provider) on (B)(6). On (B)(4), the following email was received with the complaint from the "(B)(6)" and they requested an answer after reviewing the complaint. The pt's complaint letter states the following (translation): "on (B)(6) 2011, I suffered a medical situation, not of a serious nature, rather a daily situation, diagnosed with acute appendicitis. I was operated by dr (B)(6) at (B)(6). I was hospitalized for 4 days in which I was quite unwell and I didn't feel that I was being attended in the most adequate manner. Due to the bad procedures and as a consequence thereof, an abdominal hernia appeared; the medical diagnosis was on the right side, I suffered intense pains, and health ailments, and I couldn't remain standing. For this reason, I was ordered for an abdominal surgery and a domestic mesh was placed; on this occasion I was operated by dr (B)(6) at (B)(6) on (B)(6) 2012, without hospitalization, since this was outpatient care. I was immediately discharged after the surgery with strong pains and without post-surgery care by this institution, draining, and secreting liquid with blood. My health status was complicated after this intervention, generating a serious infection, presenting more secretion and intense pain, during all this time I was not given adequate attention and the consequences were my dreadful health condition. By (B)(6) 2012, after 2 months had lapsed, I was unwell, excreting matter with a strong odor during 3 months and 20 days, and serious physical ailments. I was again ordered a 3rd surgery, arguing that my health problems and the seriousness of my situation was because the domestic mesh that had not properly adhered to my organism without taking into account the wrong way in which my illness had been managed, which had led to this serious consequences, without respect to my integrity, age, and my life. For this reason, it was ordered to change the mesh for an american mesh, that is for my 3rd surgery, again I was concerned to continue being attended and intervened by dr (B)(6) after this surgery. I did not see any changes, on the contrary, it worsened each day even more. I continued excreting secretion, and suffering intense pain. My days had become a martyrdom due to this situation, I had to go to emergency service more than 6 times, having to stand in endless lines and without any type of consideration. Dr (B)(6) sent me for healings sessions at (B)(6) where I underwent 10 painful and tormenting healing sessions that didn't provide any improvement, on the contrary, my health was deteriorated even more. By (B)(6) 2013, I requested an appointment with the (B)(6). Such appointment was not taken as priority, but rather as a normal appointment. During this time, I continued excreting from my wound a strong amount of matter with blood and I reiterate that the pain was getting much more intense. I went to the emergency service at (B)(6) where I was attended by doctor (B)(6), a specialist. He said that my situation was serious and that because of this reason, he had to change the mesh, this time for a biological mesh. I was very concerned because we were talking about 4 surgeries, in my condition, as an elderly person, since I am (B)(6), and would be a martyrdom and a danger even for my life, but despite this, I was hopeful about this last intervention because my quality of life has been worsening and I wanted to put an end to this. The operation was performed and (B)(6) rejected this resource because of the high cost. The biological mesh was not authorized according to (B)(4). I understand by this, that when my illness started and if I had been ordered initially the biological mesh, that is at that time in 2011, this reform had not been contemplated on the (B)(4). On (B)(6) 2013, dr (B)(6) found that my serious health condition was extremely delicate and authorized my admission to the emergency service of (B)(6) where dr (B)(6) also works. I was hospitalized for 15 days with low positive results. Dr (B)(6), through his own means, obtained the authorization to perform the respective change of the american mesh for the biological mesh, that is, after a long process where my health and my life were affected, finally, and thanks to the intervention of dr (B)(6), the 4th surgery to change the mesh for a biological mesh was authorized. Unfortunately, the damage and the time elapsed left serious consequences due to the bad medical management of my physical situation, a damaged intestine caused by the infection, which had to be operated, withdrawing a great deal of this organ since the infection was very advanced, in addition a great part of the muscle had to be cut to be able to adhere the biological mesh to my body. Dr (B)(6) informed me that for around 1 month to 2 months, he was going to constantly drain due to the delicate situation of the surgery. By (B)(6) 2013, I requested a medical appointment at (B)(6), because the time given by dr (B)(6), where he stated that the wound would stop excreting liquid would stop, which did not happen because as of the time of the surgery and as of this date, I continue excreting blood and secretion. I was evaluated by dr (B)(6) of the same (B)(6) who authorized to go to (B)(6) where they proceeded to perform 10 really painful healings that started on (B)(6) 2013. I was attended at (B)(6) from (B)(6) 2013, where I did not observe any positive results, due to the lack of expertise, knowledge and care of the personnel of this institution, which caused that the wound fatally opened leaving a hole over 7 cm, and causing me unbearable pain, almost up to the point of losing consciousness and the danger that some intestinal organ could come out due to the size of the wound. On (B)(6) 2013, I was admitted again through emergencies to (B)(6). I continued with the same problem, which is excreting blood matter undergoing pain and now with a bigger wound, and the consequences of maltreatment and inadequate healings, I was discharged from the emergency service on (B)(6) 2013 with medications and 20 days of disability. I was authorized 10 healings at (B)(6), which I'm currently receiving without any improvement. This petition is to be attended as soon as possible, which started with appendicitis and ended in such a serious situation for me. My health is very deteriorated, my daily life with pain, which is worsening day by day, and without any improvement. I already have been 2 years and 2 months suffering from medical negligence and bad procedures. I have not been treated as a person, but as an experiment, with lack of research, as to which can be the best option to be cured, exposed to continuous mistakes by the personnel, refusal by (B)(6) for authorizations, valuable time lost for my recovery. I am worn out, tired of making endless lines, of paying with my resources, unauthorized medications, and implements for my healings which have just been a result of a complete cycle of bad decisions, lack of respect for my age and my right to health, and to have a dignified treatment. I submit this so that you can make the pertinent inquiries and I request that you verify the process performed on my because I really do not find any solution to my deteriorated status and my illness. I am a human being that has not been treated with due care, and this has brought serious physical consequences for my life, because I cannot walk on the street because of strong pains and constant excretion of secretion and blood, psychological consequences. I find myself diminished and depressed, I was always a healthy person and financially sound and because as of the time and the high cost of my illness that worsens day by day, since the first surgery, I have paid for unauthorized medications with my own money and everything because the healings have been refused by (B)(6) because of the high costs, for this reason, I sent (B)(6) the respective bills, medical formulas, so that (B)(6) reimburses me the money. (B)(6) answered that it is not possible because of the high cost. I request that measures be taken about the medical negligence that has occurred. I ask myself if the (B)(6) and their attached physicians have the intention of giving a positive treatment to my disease or what it appears is that their maximum interest is to lower costs without regard to human life and integrity since I don't see any benefit for my health, on the contrary, it is worse everyday. I reiterate to you my request of having your total scientific and research support my case, as (B)(6), I also demand to be given a dignified treatment and to be assigned a specialized physician with enough experience to give me adequate treatment, because as a human being, I cannot take any more wrong interventions and playing with my life, trying if this or that works. I request that all refusals and documentary supports of bills and expenses that I have paid for and assumed in this process be reviewed, that because of an appendicitis to brought me to this critical status, because of all of your responsibility and negligence."

Manufacturer narrative:
Based on available information, this event is deemed a serious injury. From a clinical perspective, a causal relationship between aquacel ag wsf 2x45cm ster (1x5pk) us and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. Quality records were reviewed and no non-conformances were identified. No additional event/pt details have been provided to date. A return sample for eval is not expected.